Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Date of event - (B)(6) 2013. Device available for evaluation? - yes. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion in left eye one day post treatment. Bandage contact lens was placed. Stromal haze presented in both eyes on (B)(6) 2013 visit. Patient was treated with topical steroids (pred-forte) until (B)(6) 2013. On (B)(6) 2013, it was reported to abbott medical optics that patient presented with map dot dystrophy and he required epithelium surface removal on (B)(6) 2013. Bandage conctac lens (bcls) placed. Bcls removed on (B)(6) 2013. Account reported no loss of 2 or more lines of best corrected visual acuity (bcva).